Manufacturer narrative:
UDI # (B)(4). The customer biomedical engineer troubleshot the reported issue with ge healthcare technical support. It was recommended to duplicate the issue and then download the logs for further review. No further information is available regarding the resolution of the reported issue. No report of patient involvement. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported excessive pressure in the patient circuit. There was no report of patient involvement.